Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure,acrobat-I stabilizer busted into pieces. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. The swivel which connects the flex link arm to the mount was completely detached from the mount. It was observed that the metallic cable that connects the swivel to the mount was cut, which makes tightening by the knob not possible. The rest of the parts of the device appear intact. Based on the returned condition of the reported device and the results of the evaluation, the reported failure mode "break" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure,acrobat-I stabilizer busted into pieces. The hospital did not report any patient effects.